Event description:
The patient reported he had not received effective stimulation since implant. The patient was implanted for pain in his feet, but reported when he was able to feel stimulation to the feet it was too strong. Reprogramming had not been able to resolve the issue. The patient had turned the scs system off for a few months. It was reported the patient was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.